Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels after going back on the insulin pump. Caller stated that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the call was 422 mg/dl, which was treated with manual injection. The customer's mother stated that the customer's blood glucose level rose from 325 mg/dl to 422 mg/dl after going back on the pump. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.